Manufacturer narrative:
Device was received with critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify error 25 alarm and charge/battery anomaly due to critical pump error (open book).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 501 mg/dl. The insulin pump had a battery error, receiving replace battery and power error. The customer was able to clear the alarm and was able to complete the pump rewind. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.